Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: the hospital staff intended to check the c6 for patient use. However, when he turned it on, the c6 froze in operation with a blue startup screen followed by an alarm..